Event description:
It was reported that the programmer rebooted during a device interrogation. It was suggested that the caller put the programmer in hibernation, and if not successful, return the programmer to service. The programmer remains in use and no other issues have been reported. No patient complications have been reported as a result of this event.